Manufacturer narrative:
The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Manufacturer narrative:
During deployment of a smart control stent to a lesion in the superficial femoral artery it was reported that the stent jumped forward requiring deployment of an additional stent to fully cover the lesion. Approach was antegrade and the calcification and the rate of stenosis were unknown. There was no vessel tortuosity. The smart control locking pin was in place during advancement towards the lesion. The locking pin was removed before attempting to deploy the smart control stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The user held the handle of the smart control sds flat and straight outside the patient per IFU. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15411352 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Pushing the sds against resistance, which can be encountered during sds advancement through calcified, tortuous or stenotic vasculature, can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping while the locking pin is still in. The IFU states, "if resistance is met during delivery introduction, the system should be withdrawn and another system should be used." With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Event description:
The patient's gender and age were unknown. The target lesion was the superficial femoral artery. Calcification and the rate of stenosis were unknown, there was no vessel tortuosity. Antegrade approach was made ipsilaterally. A smart control (complaint product) was delivered to the target lesion. However, the stent jumped forward during the stent deployment and it could not cover the whole lesion. Therefore, an additional stent (same size, lot unk) was placed in the lesion. The whole target lesion was fully covered and the procedure was completed without any other problems. There was no adverse event and the patient is in stable condition. There is no product return. The smart control locking pin was in place during advancement towards the lesion. The locking pin was removed before attempting to deploy the smart control stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The user held the handle of the smart control sds flat and straight outside the patient per IFU.